Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.

Event description:
Importer report # (B)(4). During a supraventricular tachycardia ablation procedure a pericardial effusion occurred. While maneuvering the ice catheter in the right atrium it was suspected by the user that the catheter pushed against the atrial chamber. Mapping was completed and lesions were delivered in the anterior septal aspect of the superior vena cava. Transseptal puncture was performed and before mapping in the left atrium the patient became hypotensive. Intracardiac echocardiography confirmed an effusion in which a pericardiocentesis was performed to stabilize the patient. A pericardial drain catheter was placed and the procedure was ended. There were no performance issues with any abbott device.